Event description:
It was reported that customer's insulin pump alarmed button error. The device was exposed to moisture and there is fluid under the display. The alarm cannot be cleared. The buttons are unresponsive. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. Moisture damage found on the motor assembly. No moisture damage on the electronics. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.